Event description:
Ultrasound catheter inserted, but procedure delayed while trouble-shooting multiple ultrasound console errors. Patient intubated and under general anesthesia. Provider unable to see ultrasound image on large screen so visualizing on small console screen with suboptimal resolution. Unable to transmit to 3d image to mapping system to be utilized with the cartosound software purchased for optimal patient outcomes. Biomed called multiple times a week to troubleshoot numerous and varied issues with 2 vividi iq and s70 consoles. Last incident prior to today was [date redacted].